Event description:
A second unneeded exposure to a patient occurred when the system went into image degradation mode. The first image was gone and the tech had to take a second image. Manufacturer response for portable xray machine, optima xr220 (per site reporter) : ge investigated and suggested a fix.